Event description:
When the vessel sealer was removed from the patient, the surgical technologist could not remove it from its obturator. It was observed that tip of vessel sealer had bent and would no longer fit through the obturator. Vessel sealer removed from operative field and given to materials management. No harm to patient.